Event description:
The reporter contacted lifescan (B)(4) on (B)(6) 2012 requesting lfs to make some tests with the verio pro meter. Pharmacist mentioned that there were not calling about any problems with the subject meter. Pharmacist mentioned that the patient developed symptoms of cold sweats, shakiness weak and fainted and the pharmacist wanted lfs to check the meter with some tests. The pharmacist does not believe that the meter is reading inaccurate at all. The pharmacist performed a control test and the test strips passed using the control solution. Medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient tests 4-5x a day and the patient had tested before and after symptoms on (B)(6) 2012. The patient developed the symptoms between 2-4 pm on (B)(6) 2012. The customer service advocate (cca) was unable to obtain the results before or after the symptoms, since the reporter sent back the subject meter for evaluation. Based on the meter results, the patient increased her dosage of medication, which was insulin. When the patient developed the symptoms, the patient self-treated herself as usual and the paramedics were called. The paramedics treated the patient with sugar around 4:00pm. The patient did not receive any treatment in the hospital and was advised to administer another sugar dose when arriving home. The patient's initial reading on the hospital device was 61 mg/dl. Diagnosis was hypoglycemia. The patient's diabetes regimen was not changed due to this alleged issue. No further clinical information was provided. Products were replaced and requested back for investigation. Although the results were not provided on the lfs meter, the complaint is being reported since the patient had increased their dosage of insulin and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.